Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). (B)(4) third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The service technician replaced the flow valve and the unit passed all testing.

Event description:
The customer reported model lap top ventilator 1150 delivered higher tidal volume than what was set. When the unit was set to 500ml it would deliver 540ml. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.